Manufacturer narrative:
Product analysis: as found condition: three coil devices were returned for analysis within a shipping box; within an opened axium outer carton; within an opened axium inner pouch and within individual introducer sheaths. The unknown micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the pusher. The implant coil was found stretched and damaged within the introducer sheath with the polypropylene filament broken. The introducer sheath was found damaged at ~13.0cm from the distal end. Testing/analysis: the implant coil could not be advanced out of the introducer sheath as it was found stuck. The coil device could not be used for resistance testing with an in-house micro catheter due to the damaged condition. Corrected product analyssi summery included. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the use of a bare axium helix coil, there were issues with coil resistance and the coil becoming stuck in the catheter, specifically at the catheter hub. The coil was also reported to be damaged. The device and any accessory devices were prepared as indicated in the instructions for use. The coil could not be pushed into the catheter. The customer was notified that the product should be returned. There was no patient involved.

Manufacturer narrative:
Product analysis: as found condition: three coil devices were returned for analysis within a shipping box; within an opened axium outer carton; within an opened axium inner pouch and within individual introducer sheaths. The unknown micro catheter used in the event was not returned for analysis. It is not possible to determine which device belongs to which pli and therefore will be analyzed together. Visual inspection/damage location details: (first coil) no damages or irregularities were found with the pusher. The implant coil was found stretched and damaged within the introducer sheath with the polypropylene filament broken. The introducer sheath was found damaged at ~13.0cm from the distal end. (Second coil) no damages or irregularities were found with the introducer sheath. No damages or irregularities were found with the pusher or implant coil. (Third coil) no damages or irregularities were found with the introducer sheath. No damages or irregularities were found with the pusher. The implant coil was found damaged within the introducer sheath. Testing/analysis: (first coil) the implant coil could not be advanced out of the introducer sheath as it was found stuck. The coil device could not be used for resistance testing with an in-house micro catheter due to the damaged condition. (Second coil) the implant coil was advanced out of the introducer sheath with no resistance encountered. An in-house echelon-10 micro catheter was then used for resistance testing. The returned coil was inserted into the echelon-10 hub, through the micro catheter body and out the distal end with no resistance encountered. (Third coil) the implant coil was advanced out of the introducer sheath against high resistance. The coil device could not be used for resistance testing with an in-house micro catheter due to the damaged condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.